Event description:
The customer received a blood glucose reading of 145 mg/dl from his breeze2 meter and a reading of 81 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter was replaced at the customer's insistence. No product will be returned.